Event description:
On or around (B)(6) 2026, I was wearing an omnipod 5 insulin pump pod that was nearing the end of its wear period and running low on insulin. I noticed the pod was bubbling up before I removed it. Upon removal, I discovered skin irritation, maceration, a small blister, and what appeared to be torn skin at the site and in an adjacent area not directly under the pod. Upon inspecting the removed pod, I observed two distinct brown/rust-colored stains on the adhesive backing consistent with dried insulin residue, suggesting the pod had leaked insulin directly onto my skin during wear. I believe the leaked insulin pooling against my skin caused the observed skin breakdown and irritation. I have already filed a report with insulet via podder central and have photographic evidence of both the skin reaction and the stained pod adhesive. I am also aware of a recent omnipod lot recall related to leaking pods, and believe this incident may be related. Lot #: ph1u10282531 3030484.